Event description:
It was reported that there was a break in the catheter at the catheter/pump connecter. A catheter dye study showed leakage around the sutureless pump connector. The drug within the catheter was aspirated and the drug in the pump reservoir was replaced with sterile saline. The pump was then programmed to minimum rate mode. It was reported that the concentration was reduced from 10mg/ml to 1mg/ml and the dose to 0.096mg/day. The patient described experiencing hot flashes and a metallic taste in mouth the night prior to the event but the symptoms were not present the day of the event. The device system was used to deliver infumorph.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2013-(B)(6), product type catheter.

Event description:
It was later reported that the patients entire pump system was explanted on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter. (B)(4). Metallic taste in mouth.